Event description:
On (B)(6) 2012 the pt went in to the ecp (eye care practitioner) for a contact progress eval with a complaint of the left contact irritating her eye and discomfort. The ecp had mailed diagnostic lenses to the pt and the lens was uncomfortable upon first insertion, so she did not wear them until she came in for her eval. The ecp noticed a fungal contamination on the contact which caused a superficial abrasion on her left eye. The pt was treated with gentamicin. Initial f/u with the ecp notes that the incident was resolved. Attempts to contact the ecp for more info have been made with no new info received to date. Superficial abrasions are not usually considered to be reportable adverse events, however, the source of the fungal contamination has not been confirmed and could potentially lead to a serious adverse event. Therefore, this is being reported as a superficial abrasion with fungal contamination.

Manufacturer narrative:
No lot info was available. The lenses were not returned in their original packaging and could only be visually inspected. Fungal contamination was confirmed on the surface of the lens. This is being reported as superficial abrasion with fungal contamination.